Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she continues to have high blood glucose. Customer's current blood glucose is 123 mg/dl. Customer treated with a bolus and has contacted her health care professional. Customer was hospitalized on (B)(6) 2016 with blood glucose over 400 mg/dl. Customer was not wearing the pump at the time of the hospitalization. Customer went to the health care professional on monday of the same week and had to use lantus. Troubleshooting was performed and no bent cannula was found. Customer declined to perform the high pressure test. Customer was advised the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.